Event description:
The facility reported that an automix 3+3 compounder had a malfunctioning control panel keypad. When specific gravity was entered, the values previously entered for volume were reset to zero. This condition occurred during programming/set-up in the pharmacy. This condition can lead to incorrect compounding or incorrect labeling of compounding material. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The sample is available. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter service center (bsc) received the device and performed visual inspection and functional testing. The customer reported problem of a malfunctioning control panel keypad was confirmed and duplicated. This condition was caused by a disconnected ribbon cable from j18. The ribbon cable was reconnected to j18 to correct the reported condition. The device was refurbished per procedure; bsc ensured that the unit met the required performance specification and criteria for functionality and release. A service history review revealed no previous service events were related to the reported condition. This issue is being investigated through corrective and preventative action (CAPA).

Manufacturer narrative:
(B)(4). This device is exempt from having a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. Its additional 510(k) number is k955622. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.